Event description:
Per the site, possibly related to procedure, possibly related to device, and related to pre-existing condition. Right hypogastric artery stenosis. Subject complained of new buttock pain and impotence at their 30-day visit on (B)(6) 2022. The subject underwent an aortoiliac angiogram with balloon angioplasty using a 6mm and then a 7mm balloon on (B)(6) 2022 to treat right hypogastric artery proximal stenosis and was discharged the same day. No complications noted. Follow-up email received on 12/20/2022 from clinical study manager, (B)(6) (awareness date of 12/19/2022): per the site, subject presented to the emergency department on (B)(6) 2022 with lower extremity pain and claudication. Cta of aorta and bilateral lower extremity imaging showed thrombosed right iliac limb of prior evar. Right common femoral endarterectomy, embolectomy of right iliac limb, bilateral common iliac artery stenting and then embolectomy of right hypogastric artery on (B)(6) 2022. Per the site, related to the procedure and the device. Patient outcome - "per the site, the adverse event for the right hypogastric artery proximal stenosis was resolved on (B)(6) 2022."

Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under MDR-2247858-2023-00005, device 2 is being reported under MDR-2247858-2023-00006, device 3 is being reported under MDR-2247858-2023-00007, and device 4 is being reported under MDR-2247858-2023-00008.

Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under MDR-2247858-2023-00005, device 2 is being reported under MDR-2247858-2023-00006, device 3 is being reported under MDR-2247858-2023-00007, and device 4 is being reported under MDR-2247858-2023-00008.

Event description:
Per the site, possibly related to procedure, possibly related to device, and related to pre-existing condition. Right hypogastric artery stenosis. Subject complained of new buttock pain and impotence at their 30-day visit on (B)(6) 2022. The subject underwent an aortoiliac angiogram with balloon angioplasty using a 6mm and then a 7mm balloon on (B)(6) 2022 to treat right hypogastric artery proximal stenosis and was discharged the same day. No complications noted. Follow-up email received on 12/20/2022 from clinical study manager, (B)(6) (awareness date of 12/19/2022): per the site, subject presented to the emergency department on (B)(6) 2022 with lower extremity pain and claudication. Cta of aorta and bilateral lower extremity imaging showed thrombosed right iliac limb of prior evar. Right common femoral endarterectomy, embolectomy of right iliac limb, bilateral common iliac artery stenting and then embolectomy of right hypogastric artery on (B)(6) 2022. Per the site, related to the procedure and the device. Patient outcome - "per the site, the adverse event for the right hypogastric artery proximal stenosis was resolved on (B)(6) 2022."